Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy. The patient reported that her system wasn¿t working anymore and she couldn¿t get it to turn on. The patient reported that it had been around 5 years since this issue started. It was reviewed that the battery may be depleted since it was implanted in 2002. There were no falls or traumas that could be related to the issue. No further complications were reported.